Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that a stent was placed in a patient who had tracheobronchomalacia (tbm). The patient's tbm resulted in cough, fracture of the stent, and stent migration distally in the left main stem. The physician removed the fractured stent and replaced it with a new one.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.